Event description:
It was reported to philips that the device experienced a defib test failure. The device was received by bench repair. An evaluation was performed by an authorized bench technician and the reported issue was confirmed and traced to a faulty capacitor. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The capacitor was replaced to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device experienced a defib test failure.